Event description:
It was reported via repair work order that the chair was unable to engage stairs due to a detached patient right track and a broken track roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.